Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The health care provider (hcp) reported the catheter snapped at the hub level (y shape where the urine bag joins the catheter) and separated from the tubing part of the catheter. The incident was discovered when the patients' nappy (infant) was opened. There was no patient or staff injury.

Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A part of the item was received for the evaluation. This catheter is supplier to the manufacturing site from a vendor. The sample was forwarded to the vendor. Upon sample analysis, it was found that the funnel of the catheter tore on two separate parts. There are signs of mechanical damage near the torn surface. The shaft of these product undergoes in process tensile strength test (tear test) to make sure the shaft is not weak. During evaluation of the sample, it was confirmed that there was a physical damage in the wall of the funnel near the torn area. One of the physical properties of silicone is its ability to snap easily in the place of even slight cut or nick. Therefore, it has been concluded that the catheter most likely tore due to user-related reasons (mechanical damage in use). The complaint is deemed isolated and will be monitored via trending. There for no corrective action is necessary at this time.